Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky and non responsive buttons as well as insulin pump had sudden power loss without low battery warning. Customer¿s blood glucose was unknown. Customer stated that insulin pump had grinding during rewind and had diminished battery life from the day 1 use and rejected battery. Customer also stated that insulin pump had crack near battery cap. Insulin pump will not be returned for analysis.